Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm and had a blank screen display. Customer's blood glucose was 172 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with constant failed battery test alarm after inserting battery due to corroded battery tube. No blank display noted. No unexpected vibration noted. The insulin pump was unable to perform the excessive no delivery test due to failed battery test alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the address serial number label.